Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check fail. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted (B)(6) 2017; 1458q86 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.